Event description:
It was reported during a trial with percutaneous leads, difficulty was encountered advancing the lead past the middle of t8. The lead was left in the lower half of t8. The pt had coverage of her legs, but not in her back with this placement. The pt was referred to a neurosurgeon, for placement of a surgical paddle with the hope of being able to advance the lead to the top of t8. It was noted even after a laminotomy, there was difficulty advancing the lead past the middle of t8. At mid t8, the lead turned to the right. It seemed impossible to keep it midline. At one point, the lead seemed to be folding under on itself. Since the neurosurgeon thought it was important to get the lead to the top of t8, company rep suggested a narrower lead. The neurosurgeon agreed and a 2x8 paddle lead was placed with the tip at the top of t8. The lead was connected to an ultra and the surgery was completed. Post-operative, the pt appeared to be having difficulty moving her left leg. When the pt was more alert in the post-operative area, she complained of epigastric pain and was also noted to be having difficulty moving her left leg. The anesthesiologist came to see pt and treated her symptomatically for her epigastric pain. Due to the pt's severe discomfort, she was not programmed post-operative. They were going to continue to observe pt and did end up admitting her to a floor for the night. Today, the company rep saw pt in the hospital and indicated that pt was still having difficulty moving her left leg. Company rep did not program pt. The company rep spoke with the neurosurgeon, and they decided pt would not be programmed until her post-op visit. Add'l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).